Event description:
It was reported that the device exhibited error code (ec) 46181. The reported also noted that the downstream occlusion (dso) sensor was damaged. There was no patient involvement.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg; 6/30/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) seal was damaged. The dso seal was replaced.